Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing a lot of discomfort. The patient felt like the battery had moved and was sitting at a slanting angle. It was also noted that it took a long time to charge the ipg which caused the patient a great deal of pain. It was confirmed that the ipg had migrated. The patient underwent an ipg site revision and was reportedly doing well postoperatively.